Manufacturer narrative:
Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. Unit received with stripped battery cap coin slot.

Event description:
It was reported by the customer's mother that the customer had a scratched screen and a stripped battery compartment on the insulin pump. Customer's blood glucose level was 160 mg/dl. Customer's mother stated that it has been scratched for several months and last night the battery compartment was stripped. She thinks that the pump was dropped or bumped at some point. She also thinks that it is from not having a clip and putting the pump in her pocket. Customer's mother stated that the pump seems to work, but it is hard to read the screen sometimes. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer's mother mentioned that the belt clip was broken from continuously taking it on and off. Customer will be sent a replacement belt clip as a courtesy. Battery cap will also be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.